Event description:
It was reported that the patient presented in clinic for follow up. Review of x-ray revealed ventricular lead (rv) was dislodged. On (B)(6) 2021, the physician elected to explant and replace the rv lead. The patient was discharged from the hospital after the procedure.